Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/20/2013 with the following findings: the complaint of the dim display screen was not able to be duplicated; the pump booted with audio tones and vibrations as well as a fully illuminated display. The pump was opened and no moisture corrosion was found on internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The distributor alleged that the display screen text was dim and faded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.